Manufacturer narrative:
The device was returned to olympus repair center (rc) for evaluation and the customer's reported issue was confirmed. During the inspection at rc, it was found that the turret unit was faulty, causing the e200 error. Additionally, the front panel was physically damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the visera elite xenon light source relayed an e200 error code. There was no delay and no patient injuries reported to olympus. The reported issue was found during inspection before procedure. The intended procedure was reported as a therapeutic laparoscopic surgery. The patient was not under anesthesia. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the following fields: h10, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the probable cause was surmised that e200 occurred because the turret could not be rotated due to faulty motor that made the turret rotate. Olympus will continue to monitor field performance for this device.